Event description:
Information was received from a foreign health care provider (for, hcp) via a distributor (dist) regarding a patient receiving intrathecal baclofen 2.000,0 mcg/ml at a dose of 150,0 mcg/day via an implantable pump. It was reported that the pump had been explanted since it was suspected that it was the reason for worsening spasticity. It was unknown if there were environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed included a surgical procedure. During this procedure, the catheter was disconnected from the pump. The catheter was aspirated and its patency was confirmed and it was concluded that the catheter was not the cause of the reduced therapeutic effect. It was stated that although x-ray imaging showed that the catheter tip had migrated from t9 to the t11 vertebral level, the catheter remained fully patent. Therefore, the pump was replaced and was being returned for analysis. It was stated that the pump was replaced, but till today [2026-jul-13], the patient was still not doing fine. The issue was not resolved at the time of the report. The patient's medical history included spastic paraplegia due to a spinal cord injury. The status of the patient was "alive-with injury". It was stated that the patient was spastic again due to suspected pump malfunction. Additional information received from a foreign health care provider (for, hcp) via a distributor (dist) indicated that the following report referred to the same medical device date 2026-may-20. It was stated that on (B)(6) 2026, the patient attended a follow-up visit at the intrathecal therapy outpatient clinic. The patient reported severe spasms of the lower extremities and trunk, as well as scalp pruritus that had been present for 15 days. On examination, numerous movement-induced as well as spontaneous clonic spasms of the lower extremities were observed. An intrathecal catheter patency test was performed by attempting to aspirate cerebrospinal fluid (csf) through the pump side port. During aspiration, a vacuum phenomenon was observed in the syringe, with no csf return. Based on the clinical presentation and the absence of retrograde csf flow, an urgent revision procedure was indicated, and the patient was referred to the neurosurgeon. On the same day, the patient was transferred to the hospital, where the revision procedure was performed on (B)(6) 2026. Prior to surgery, fluoroscopic (x-ray) imaging confirmed that the tip of the intrathecal catheter was positioned appropriately at the t11 vertebral level. During surgery, direct aspiration through the catheter resulted in an unobstructed retrograde csf flow. Based on the fluoroscopic findings and the successful retrograde csf aspiration, catheter replacement was deemed unnecessary; however, replacement of the baclofen pump was performed. The explanted baclofen pump was handed over to the manufacturer's representative/supplier for further technical analysis. Twenty-four hours after the procedure, the patient was clinically stable and not in immediate danger; however, increased muscle tone and bothersome spasms of the lower extremities and a burning pain in the post-operative area around the pump. Due to the spasms, the patient had been unable to sleep during the night and also complained of headache. From the day of admission until the date of this report [(B)(6) 2026], the patient's condition remained stable. The intrathecal baclofen dose was gradually increased, resulting in a progressive resolution of the spasms and, according to the patient, a satisfactory clinical condition. On the date of this report (2026-jul-16), the patient was in good general condition, free of spasms, able to proper their wheelchair independently, and independent in activities of daily living. In conclusion, the patient had no lasting sequelae related to the adverse event involving a medical device.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot # serial# unknown implanted: explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.